Event description:
It was reported that during an iliac dilatation procedure, the catheter could not be withdrawn from a 5 french sheath. The doctor removed & replaced the catheter & sheath as a single unit to complete the procedure no further complications were reported.